Event description:
Name of procedure: laparoscopic colectomy. Event description: [health professional name removed] was performing challenging laparoscopic colectomy. The colectomy was tried to perform earlier in [name] hospital, but the post inflammation adhesions where too difficult to operate there so patient was moved to tays and re-operated. Patients rectum was tightly stuck to bladder and other surrounding structures. [Health professional name removed] used voyant on mobilizing the rectum, the tissue was really hard and sticky, and voyant needed to be cleaned many times. After approximately two to three hours of operating, the blade of voyant got stuck in middle of the jaws. Metal of the blade caused several "check device" alarms. Or staff tried to get the blade moving in various ways including grasping the blade with forceps and forcing it to move without success. It seemed that the blade had disconnected from the blade trigger. [Health professional name removed] was not dissatisfied with the voyant, since she told that every energy instrument tends to break down once in a while when operating tissue that hard. However, since voyant clearly broke during the operation I see that cer is necessary and we can study the weak point that broke down under use. Patient status: normal.

Manufacturer narrative:
The event unit was returned applied medical for evaluation. Visual inspection confirmed that the blade was exposed. The jaws had dried blood and eschar, which obstructed the blade channel. The unit was disassembled and engineering observed that the blade was bent. Based on the condition of the returned unit and the description of the event, the damaged blade pusher was most likely caused by the user attempting to cut through very hard and sticky tissue. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Name of procedure: laparoscopic colectomy. [Health professional - name removed] was performing challenging laparoscopic colectomy. The colectomy was tried to perform earlier in [name] hospital, but the post inflammation adhesions where too difficult to operate there so patient was moved to tays and re-operated. Patients rectum was tightly stuck to bladder and other surrounding structures. [Health professional - name removed] used voyant on mobilizing the rectum, the tissue was really hard and sticky, and voyant needed to be cleaned many times. After approximately two to three hours of operating, the blade of voyant got stuck in middle of the jaws. Metal of the blade caused several "check device" alarms. Or staff tried to get the blade moving in various ways including grasping the blade with forceps and forcing it to move without success. It seemed that the blade had disconnected from the blade trigger. [Health professional - name removed] was not dissatisfied with the voyant, since she told that every energy instrument tends to break down once in a while when operating tissue that hard. However, since voyant clearly broke during the operation I see that cer is necessary and we can study the weak point that broke down under use. Patient status: normal. Intervention: n/I.